Event description:
It was reported that while using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, three tubes underfilled and an unspecified number of tubes had abnormal additive. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received three photos for investigation. These photos were visually evaluated, showing the customer¿s indicated failure mode of underfill; however, the photos do not show any additive abnormality, as this is the typical appearance of the powder additive that is in the tube. Additionally, a total of 100 retained samples were inspected, with zero visible defects. A functional test was performed on 10 retained samples, and all tubes were found to be within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. This complaint has not been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, three tubes underfilled and an unspecified number of tubes had abnormal additive. There was no health impact or consequence reported.